Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
During a review of the pump's event history, baxter (B)(4) discovered that a colleague infusion pump experienced failure code 89:317:1029:00, which interrupted delivery. The software version of this device is currently unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 89:317:1029:0000 was discovered and confirmed by baxter personnel in the pump?s event history. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.